Event description:
Drug/diluent: ropivacaine 0.1%. Fill volume: 400ml. Flow rate: 8ml/hr. Procedure: unk. Cathplace: unk. Anesthesiologist reported that they filled pump with 400ml and set flow rate at 8 ml/hr. Started infusion at 2:00pm on (B)(6) 2012. At 9:00 am on (B)(6) 2012, nurse found pump nearly empty with flow rate set at 14. Anesthesiologist reports that even if rate was set at 14 ml/hr the pump appears to have run fast. Anesthesiologist reported that the pt is fine.

Manufacturer narrative:
Method: sample has not been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: if add'l info pertinent to this event becomes available, I-flow will submit a follow-up report.